Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they need to have an MRI of their left hip because of the pain in their whole left butt cheek and down their thigh and they cannot figure out what is causing it. Patient said they do not know if the pain is related to the stimulator or not. Pt said since yesterday, ((B)(6) 2024) they have been trying to synch with their ins to turn it off so they can be ready for the MRI but it won't make the connection. Worked with patient to try to connect to their stimulator and patient reported seeing device not responding. Patient repositioned the communicator several times and still got the message to retry. Worked with pt to restart the handset, turn off wifi toggled bluetooth and off and back on and try again however the issue was not resolved. Offered to replace the communicator and reviewed, if they still get the reposition message they should followup with their doctor. Sent email to repair department to replace the communicator: redirected to their doctor. Pt has moved, sent listings, sent email to drs to update pt address. Reviewed head only MRI information. Additional information was received from the patient. Patient called back and stated they were getting "device not responding" message with new communicator as well. As previously noted, agent recommended following up with hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient couldn't connect to the neurostimulator and the patient programmer was replaced, but patient still couldn't connect to the neurostimulator. It was over a year ago since the patient programmer was replaced. Technical services(ts) advised caller to use the clinician programmer to connect to the neurostimulator, if no connection is made then there is a high probability the implant has reached end of service. Troubleshooting was not required.